Event description:
It was reported that the tap broke mid shaft and could not be removed from the patient, so the shaft was cut flush.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The initial break of the tap¿s shaft occurred ¿10cm from the tip. The fracture is flat and the material flow at the fracture surface is consistent with torsional overload. Dimensional the diameter of the shaft is correct in the fractured area. The hardness of shaft is hrc 53.58. Shaft broken from what appears to be torsional overload.